Event description:
During deployment, a "no shock advised" assessment was given by the device. The user is questioning the "no shock advised" notification.

Manufacturer narrative:
(B)(4). Method: device investigation is pending in this pt use case.